Event description:
The manufacturer received info alleging a ventilator does not power on. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The ac inlet connector was damaged. The ventilator's ac inlet connector was replaced to correct the problem. Although there was no pt harm or injury, this event is reportable because the failure could affect ability of the device to provide therapy to published specifications.